Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly passed away. The recipient's death is not believed to device related. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing intermittencies and loss of sound. External equipment was exchanged, and programming adjustments were made, however, the issue did not resolve. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.